Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for damaged tubes with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes the technician was cut when removing stopper due to top of tube being cracked. The following information was provided by the initial reporter: tube top was broken and medical technician was injured when he opened the cap of tube. So he got an fired aid promptly and this event was reported to infection control department. Fortunately, the patient of sample in broken tube has no blood infectious disease.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer sst blood collection tubes the technician was cut when removing stopper due to top of tube being cracked. The following information was provided by the initial reporter: tube top was broken and medical technician was injured when he opened the cap of tube. So he got an fired aid promptly and this event was reported to infection control department. Fortunately, the patient of sample in broken tube has no blood infectious disease.